Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection between the infusion set tubing and cartridge tubing became disconnected on multiple occasions. Reportedly, the customer reconnected the luer lock connection and primed the tubing to remove the air gaps to address the event. There was no reported impact to blood glucose.